Manufacturer narrative:
The device was not returned for evaluation. In addition, no photograph, video, or imagery was returned for review. A device history review (DHR) was performed and none of the work orders revealed any issues that may have contributed to the reported event. As the report event was unable to be confirmed, lot history review is not required. A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 for all models revealed other returned complaints for the reported events. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of the complaint history revealed that the occurrence rate exceeded the (B)(6) 2019 control limits for the trend category. A further review of all complaints in july 2019 indicates that the esheath resistance was reported with the commander, ultra, and centera delivery systems. At this time, many of the complaints are still pending investigation and no device defects or manufacturing non-conformances have been identified. This issue is multifaceted and involves elements of clinical technique and patient anatomy. No further actions are required at this time. Each complaint will be properly assessed, and the results will be documented within the corresponding complaint file. Edwards will continue to monitor and trend all complaints and assess for escalation as needed. Instructions for use (IFU) and training manuals were reviewed for guidance and directions related to the complaint. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The received reported event was unable to be confirmed. Due to the unavailability of the device, no visual, function, or dimensional observations were able to be conducted. A review of the DHR, complaint history, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of the IFU/training materials revealed no deficiencies. It is likely patient factors may have contributed to the reported events. Per training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. As mentioned in the complaint description, the patient¿s access vessel had mild calcification and smaller then recommended luminal diameter. Per IFU and training manual instructions, the recommended mld for use of the 23 mm system with the 14f esheath is 5.5 mm, while the patient vasculature was reported to be 5.4 mm. Tight vasculature can prevent the sheath from expanding and create resistance, especially if calcification is present. Calcification in the access vessel can also interact with the sheath and interfere with sheath expansion. Other procedural factors such as improper flushing/wetting of the devices or incomplete/misaligned valve crimping can also result in difficulty advancing the delivery system through the sheath. Although a definitive root cause could not be determined at this time, available information suggests that patient (small access vessels/calcification) and/or procedural (improper flushing or wetting/incomplete or misaligned crimping) may have contributed to the reported events a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Since no product non-conformance or IFU/training materials was identified during evaluation, a product risk assessment escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic position, occlusion was found in the access vessel. The access was obtained from the right femoral artery percutaneously. The puncture site was pre-closed with a non-edwards closure system. The first closure device did not work well, and a second one was used. There was no problem on insertion of the esheath; however, strong resistance was felt while inserting the delivery system thereafter. Then a 23m sapien 3 valve was deployed in the targeted position. After retrieving the esheath, lower extremity angiography showed an occlusion at the puncture area in the access vessel. Ballooning from the contralateral side was in vain and angiography indicated 99% occlusion. The area was surgically repaired. Although there was an almost complete occlusion of the superior femoral artery, passing a guidewire recovered blood stream in the lower extremity. The procedure was completed. Per medical opinion, the first closure system might have damaged the intima and it may have extended further when the sheath was inserted.